Event description:
The ge (B)(4) 9800 fluoroscopy system would not fully complete the boot sequence.

Manufacturer narrative:
A ge service rep investigated the issue and found a corrupt hard drive that was removed and replaced with software re-loaded and system configuration settings. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.